Event description:
After acquiring dentures in 2005, I began using poligrip. In 2009, I began to notice numbness and tingling sensation in my fingers and toes. This condition steadily progressed causing distress. I have been diagnosed by three physicians with neuropathy and am scheduled for an emg and additional blood testing in the next week. Thus far, cause unk. Dose or amount: denture cream, frequency: 3/4 x day, route: oral. Dates of use: 2005 - present. Diagnosis or reason for use: denture adhesive cream.